Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Tandem technical support trouble shot with customer. Customer changed the cartridge to address the occlusion alarms and successfully resumed insulin. Customer's blood glucose level was 372 mg/dl.